Event description:
During an initial implant procedure, failure to capture and failure to sense were observed on the right atrial (ra) lead at multiple positions. The ra lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.